Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) was making noises in the patient¿s chest. A follow up with the patient's healthcare provider yielded that the right ventricular (rv) lead alerted for pacing impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.